Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 12-mar-2026, arthrex was notified via email of a case study published in 2021 by the indian journal of orthopaedics, titled ¿. Outcome analysis of fixed angle locking plate in patella fractures: a single centre experience from north india". The study reviewed twenty (20) patients who underwent fracture fixation using patella sutureplate (arthrex) to address displaced patella fractures. During the twenty one (21) month follow-up period, one (1) patient experienced implant impingement. Source: singh s, surana r, rai a, sharma d. Outcome analysis of fixed angle locking plate in patella fractures: a single centre experience from north india. Indian j orthop. Jun 2021;55(3):655-661. Doi:10.1007/s43465-020-00302-4.